Event description:
The customer contact reported the device audible alarm tone was intermittently silenced without the silence key being pressed. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was reported that the "alarm silence button is engaged." The customer contact indicated that the device "automatically shuts the alarm." There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.